Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, during pre-implant interrogation. Boston scientific technical services (ts) advised not to implant device and send data for analysis. There was no patient involvement. Additional information received indicating that engineering analysis confirmed that device set code 1003 due to exposure to cold temperatures. The device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, during pre-implant interrogation. Boston scientific technical services (ts) advised not to implant device and send data for analysis. There was no patient involvement.